Event description:
A company representative has reported an event of the stroller handle "knuckle" inexplicably broke off. No injury reported. Occurred during an in-service in a user facility.

Manufacturer narrative:
(B)(4) model solare 3g serial number/date (B)(4) is approximately one month old. The owner's manual part number 1154295, rev.c(dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com.